Event description:
It was reported that the customer received no delivery alarms and three motor error alarms. The customer's blood glucose level was 78 mg/dl. The back button was hard to press and there was a small crack in the upper right hand corner by the up arrow button. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was able to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump was unable to test for motor error alarm and excessive no delivery alarm due to no button response. The insulin pump had a cracked case at display window corner, minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The motor was tested outside of the insulin pump and passed.